Event description:
The customer reported high blood glucose and insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated that she treated the high blood glucose with insulin. Customer's blood glucose in the morning was 273 mg/dl and been counting the carbs and during the day she gets high blood glucose. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer will locate tubing clamp and will report back to troubleshoot and perform high pressure test. Advised the 2 infusion sets would be replaced. Troubleshooting was done for no delivery alarm. Customer stated the alarm was resolved by a infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.